Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary lobectomy, at the first shot sectioning the upper right bronchial branch with the black charge, it popped and did not work anymore, even when the reload was replaced. New stapler was used with the same lot number and the procedure was completed. There was no patient injury.